Manufacturer narrative:
Retainer ring = black. The customer alleged under delivery anomaly (air bubbles), and high bg's on (B)(6) 2022. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0875 inches. No under delivery anomaly noted. The pump was programmed with a 5.0 unit bolus. The bolus delivered properly. No air bubble anomaly noted. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay at the select button and faded end cap address label. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. There was 239 boluses delivered on the event date in the pump history file. Please see below for the first 10 boluses listed. (B)(6) 2022 00:07:02.000 normal bolus delivered bolus programming method = cl1 micro bolus (670 only) normal bolus amount programmed = 0.1 bolus amount delivered = 0.1 (B)(6) 2022 00:10:21.000 normal bolus delivered bolus programming method = cl1 bg correction (670 only) normal bolus amount programmed = 2.125 bolus amount delivered = 2.125 (B)(6) 2022 00:12:02.000 normal bolus delivered bolus programming method = cl1 micro bolus (670 only) normal bolus amount programmed = 0.1 bolus amount delivered = 0.1 (B)(6) 2022 00:17:02.000 normal bolus delivered bolus programming method = cl1 micro bolus (670 only) normal bolus amount programmed = 0.1 bolus amount delivered = 0.1 (B)(6) 2022 00:22:02.000 normal bolus delivered bolus programming method = cl1 micro bolus (670 only) normal bolus amount programmed = 0.1 bolus amount delivered = 0.1 (B)(6) 2022 00:27:00.000 normal bolus delivered bolus programming method = cl1 micro bolus (670 only) normal bolus amount programmed = 0.1 bolus amount delivered = 0.1 (B)(6) 2022 00:32:02.000 normal bolus delivered normal bolus amount programmed = 0.075 bolus amount delivered = 0.075 (B)(6) 2022 00:37:00.000 normal bolus delivered bolus programming method = cl1 micro bolus (670 only) normal bolus amount programmed = 0.1 bolus amount delivered = 0.1 (B)(6) 2022 00:42:02.000 normal bolus delivered bolus programming method = cl1 micro bolus (670 only) normal bolus amount programmed = 0.1 bolus amount delivered = 0.1 (B)(6) 2022 00:47:02.000 normal bolus delivered bolus programming method = cl1 micro bolus (670 only) normal bolus amount programmed = 0.1 bolus amount delivered = 0.1 there was no user suspend or auto suspend noted on the event date. The pump passed the functional testing. Unable to confirm alleged high bg's. The customer alleged possible under delivery anomaly was not confirmed. Air bubble anomaly was not confirmed. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. The customer blood glucose level was 286 mg/dl at the time of incident. The customer¿s current blood glucose level was 286 mg/dl. The customer was assisted with troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose value with bolus. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer reported that the infusion set had air bubble. Customer alleging possible under delivery on the insulin pump. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.